Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a the device shut down while in use. Also it was noted the back up battery was not charging and the backup alarm test failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of report: 24sep2018. (B)(4). Date of manufacturer: 02aug2018. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the power management board, power supply and the pcba, motor controller to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service.

Manufacturer narrative:
Date of report: 28sep2018. Date of manufacturer: 28sep2018. The power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba were returned to philips for investigation. A crack and shorted components were identified on the pm pcba, creating error codes. The mc pcba was tested and no failures were identified.